Event description:
The catheter was successfully placed in the pt's left hand in 2004 and was fixed with a dressing and bandage. The catheter was indwelling for 7 hours prior to the incident. The catheter tube was cut as a result of movement from the pt. The remaining catheter piece has not been found in the pt's body.